Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed self test. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer via phone call reported that the insulin pump alarmed button error. The customer's blood glucose level was 99 mg/dl at the time of the incident. Customer stated the button was hard to press. Instructed customer to check if time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The device will be replaced. The product will not be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.